Event description:
It was reported that this device was explanted due to premature battery depletion after a little more than six years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.